Event description:
The device was used during vats procedure. Reportedly, the staples did not form properly. The surgeon resected the staple line and applied another instrument to complete the procedure. The hosp has reported that the pt's status is satisfactory.

Manufacturer narrative:
11/6/97-supplemental report #1 submitted to FDA.